Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they had experienced a pump error alarm and delivery anomalies on their insulin pump. The customer stated that their low blood glucose levels were caused by a hike and does not feel like trouble shooting the insulin pump. The customer's blood glucose level was 180 mg/dl at the time of the incident. The customer stated that the cannula was a little bent. The customer was sent new sensors.